Event description:
It was reported that a one link extension set became clogged when infusing unknown antibiotics and dextrose. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.